Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (proceed ventral patch) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products involved? Citation: hernia (2014) 18:671¿680; doi 10.1007/s10029-013-1140-5. (B)(4).

Event description:
It was reported in a journal article with title: single centre observational study to evaluate the safety and efficacy of the proceed tm ventral patch to repair small ventral hernias. This observational study aimed to investigate the safety of proceed ventral patch (pvp) by monitoring serious adverse events and efficacy at 12 months follow-up. Between apr2009 and dec2011, 101 patients (n=33 female and n=78 male; n=14 <40 years, n=21 40-49 years, n=34 50-59 years, n=17 60-69 years, and n=15 =70 years) with primary hernia (n=91) and incisional ventral hernias (n=10) underwent hernia repair. In the procedure, all patients used a medium size pvp mesh which was inserted through the hernia defect. The mesh was deployed, centered round the defect and well extended without wrinkles. Early postoperative complications included deep infection (n=1) which was treated with topical negative pressure therapy (vac) and was discharged after 25 days; seroma (n=3); hematoma (n=2); and prolonged postoperative pain (n=16) needing pain medication (>3 weeks). At follow-up =12 months outcomes included recurrent hernia (n=11) in which five patients underwent reoperation by laparoscopy in three patients and by open retro-muscular mesh repair in two patients; mild pain (n=8); moderate pain (n=2); severe pain (n=1); sporadic foreign body feeling (n=9); constant foreign body feeling (n=1); and contraction of mesh/shrinkage (n=10). Hernia defect size and the type of hernia are significant risk factors for hernia recurrence. It appears that with the pvp good results are achieved only in hernias smaller than 2 cm. The authors recommended using the pvptm only for primary ventral hernias smaller than 2 cm. For larger or incisional hernias other techniques allowing the use of larger meshes is advocated.